Manufacturer narrative:
Technical services evaluated the returned product and could not confirm the flickering. The device was serviced and returned. Additional part used: gs avl/gvm monitor; catalog: 0570-0338; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs avl/gvm monitor with smart cable, the monitor would flicker. Another glidescope was used as a back-up device. An unknown delay in the procedure was noted. No harm to patient or user was reported.